Event description:
The facility's biomedical engineer reported that the pump overdelivered during pt use. The medication infusing was heparin, but the prescription rate is unk at this time. The reported event is the pump delivered a day's amount of heparin in one hour. Although attempts were made by the writer to obtain additional info from the reporting facility, details were not available regarding specific pt info, medical intervention, pt injury, or the set up of the infusion device.